Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, it was reported that the driveline connector was stuck in the unlocked position resulting in the locking mechanism not functioning as intended. As a result, the reported event was confirmed. A driveline connector repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the reported driveline connector damage was likely caused as a result of the patient accidentally dropping their controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for ime & imf codes were added & device, method, result and conclusion codes were updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced a loss of consciousness due to syncopy when they accidentally dropped their controller and the driveline disconnected. It was noted that the locking mechanism of the driveline connector was not working properly. A driveline connector repair was scheduled for (B)(6) 2017. No further patient complications have been reported as a result of this event.